Manufacturer narrative:
(B)(4). Batch # p58p4n. Device analysis: the analysis results found that one pcee60a device was returned with no apparent damage and with a gst60t reload not loaded on the device. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open pneumonectomy, an unexpected sound was heard and the staples were unformed at the firing on an existing staple line. Another device was used to complete the case. There were no adverse consequences to the patient.